Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, two to three minutes after the initial valve was released, the valve dislodged. It was noted that the patient had a large septum and the septum had appeared to hit the inflow struts of the valve with each heartbeat prior to dislodging. The first valve was snared into the ascending aorta and a second transcatheter bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.